Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose went to 542 mg/dl yesterday and injected a insulin to treat it. Customer reported they did not felt okay to troubleshooting. They changed the infusion set today and they received a insulin flow block alarm. The customer did not provide the symptoms regarding high blood glucose. The customer declined troubleshooting for high blood glucose level. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump was not returned for analysis.